Manufacturer narrative:
In the case description, the user mentioned attempting to cancel the bolus, but the progress screen continued to show the bolus being delivered. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files showed instances of the user attempting to cancel boluses with no confirmation of termination. The log files showed that the user was able to send multiple cancel bolus commands for the same bolus with no evidence of communication issues. The log files indicate that the pod received the command and was able to terminate the bolus and the patient history buffer data showed that full number of bolus pulses were not delivered for each of these instances, confirming that the boluses were canceled and not full delivered. This indicates that the controller application did not receive confirmation from the pod on the termination of the boluses, resulting in the bolus progress screen continuing and the last delivered bolus on the home screen showing the full amount as unconfirmed. The exact cause of this could not be determined. The log files showed that an omnipod 5 app error of error code 05-50000-00451-002. The engineering logs showed that this app error was an uncaught exception error due to an issue with adjusting the screen brightness. The exact cause of the screen brightness adjustment issue an subsequent app error could not be determined.

Event description:
It was reported that the patient cancelled a programmed bolus, but the omnipod system continued to administer the full amount.